Event description:
The customer reported via phone call that the insulin pump alarmed button error and failed battery test. He attempted to bolus twice but the buttons on the insulin pump were not responding properly. Customer's blood glucose level was 46 mg/dl. He ate a banana, piece of bread, and some chocolate to treat his low blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with normal operating currents. Insulin pump was monitored for several days and no failed battery test alarms occurred during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.